Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline casing near bend relief worn even after previously rescue taped. Driveline had rescue tape for roughly 75% of its length. There were no alarms. During the analysis of the log file there were 2 elevated flows that were above normal parameters. These were associated with pi events. The elevated flows resolved with increased fluid and medications. The x-rays were reviewed, and the areas of possible concern were marked. On (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Performed repair ~3" inches from the exit site. Perc lead replacement was performed. After repair tethered patient on grounded patient cable without issue.

Manufacturer narrative:
Section d10: a portion of the percutaneous lead was returned only. Manufacturer's investigation conclusion: previously reported instances of cosmetic damage to the driveline¿s silicone sleeve are addressed under MFR # 2916596-2019-04850 and MFR # 2916596-2019-05477. Cosmetic damage to the driveline¿s silicone sleeve was confirmed via the returned portion of driveline. Review of the log file data provided by the account confirmed elevations in pump power/estimated flow associated with pi events. The submitted log file contained data spanning from (B)(6) 2020 at 23:44:17 to (B)(6) 2020 at 18:22:29, per the timestamp. No notable alarms were captured. Two transient elevations in pump power/estimated flow associated with pi events were captured on (B)(6) 2020 at 14:38:50 and 15:15:25. A specific cause for the change in pump parameters cannot be conclusively determined. A distal end driveline repair was performed by an abbott technical services representative on 20feb2020. Approximately 20¿ of the external portion/distal end of the driveline was returned. Visual inspection of the driveline revealed cosmetic damage to the silicone sleeve underneath rescue tape repairs, beginning approximately 2.5¿ from the metal connector through the distal end of the returned portion of the silicone sleeve. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, no issues were reported when the patient was placed on the grounded patient cable. The account also communicated that elevated pump powers/estimated flows observed in the log file resolved with fluids and medications. The patient remains ongoing on (B)(6). The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. This document addresses pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.